Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 61 mg/dl. Reportedly, the customer delivered a correction bolus and delivered two bolus, thus stacking the insulin. Customer consumed carbohydrates to address bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.